Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that the set screw on the size 13 revive proximal body trial did not properly engage with the distal stem. The cause of the issue is unknown.

Manufacturer narrative:
The reported event was confirmed, since the instrument was returned and matches the alleged failure mode. The device inspection revealed the following: the received device shows significant signs of extensive usage as evident by multiple surface scratches and areas of discoloration. There is no bending to the proximal fins of the device. The fins do show significant scuffs, scratches and discoloration. The central capture pin is still present and appears in one piece. However, the central capture pin is significantly worn down and rounded. Due to the nature of the returned device a functional inspection was not possible since the central pin will not lower and will not engage with any mating parts. Since the returned device is no longer functional a dimensional inspection was not considered necessary. Additionally, during manufacturing, dimensional testing was per-formed and the device was manufactured to specifications. Based on investigation, the root cause was attributed to a combination of wear and abnormal use. The failure was caused by aggressive, frequent usage and several reprocessing cycles a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the set screw on the size 13 revive proximal body trial did not properly engage with the distal stem. The cause of the issue is unknown.